Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers. Estimated date of event: the date of procedure reportedly took place in the first week of (B)(6) 2020.

Event description:
It was reported that the sutures of a total of four proglide devices were successfully pre-placed in bilateral common femoral arteries (2 proglide in one access site/2 proglides in the other) using the pre-close technique prior to an aortic prosthesis interventional procedure. The interventional procedure was completed and the sheath was upsized a 16f in one of the common femoral artery access sites (unknown which side) and the sheath was upsized to an 18f in the other access site. Reportedly, when attempting to pull the sutures of one of the proglides in the 16f access site in order to close the artery, a suture break occurred. Another proglide device was deployed successfully and hemostasis was achieved. Reportedly, when attempting to close the access site with the sutures of two proglides that had been pre-placed prior to the interventional procedure in the 18f access site, a suture break occurred with both. Another proglide was deployed in the 18f access site; however, the suture also broke when trying to use the suture to close the access site. The 18f access site was then closed surgically. The physician noted that the sutures were "thinner than usual". There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported suture separation and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. The reported condition of the suture could not be verified and may have been related the physician¿s perception; therefore, a conclusive cause for the reported elongated sutures could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information reported that the notation that the sutures were "thinner than usual" means that the sutures were elongated. No additional information was provided.